Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, a chipped adhesive around the objective lens was found. There was no patient involvement.